Event description:
It was reported by dealer that when end user is on the lift and when she hit her remote her tdxsp-cg power chair started to move, she did not have it turned off (date unknown). The dealer states that when end user is getting out of the van and the chair started creeping when she was coming off of the lift (date unknown). The dealer states that when end user was at hospital picking up her brother, a man was using an ipad and the chair was moving on its own. The dealer states that end user alleges that the chair was driving and tilting on its own (date unknown). Used in home setting, 1-12 months.